Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A field service engineer (fse) concluded that a new expiratory channel pc board was defective at the time of installation. Ventilator logs were provided and reviewed. The reported failed safety valve test during pre-use check could be confirmed in the test log. The safety valve indicated to be open at start of test when it should be closed. When replacing the expiratory channel pc board, our instructions for installations states that in some cases two pre-use checks may be required in order to calibrate the safety valve correctly. The test log shows that only one executive pre-use check was performed. We are however not able to roll out that this issue may also be a true out-of-box failure on the expiratory channel pc board. No parts have been returned for our investigation, therefore it has not been possible to determine the root cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).